Event description:
Unomedical reference number 1422247 event occurred in the united states it was reported that a seven-year-old male patient, experienced severe hyperglycemia with blood glucose level of 403 mg/dl and ketones of 1.6 mmol/l. Moreover, the patient's mother reported that the infusion set was pulled out during the night and there were no other symptoms. Subsequently, the infusion set was replaced, and high blood glucose issue was resolved without any sequela on (B)(6) 2020. No further information available.